Manufacturer narrative:
This report is submitted on 09 oct 2020.

Event description:
It was reported that, the battery charger found to be melted whilst connected to the charging dock. There was no allegation of serious injury associated with the issue, and replacement equipment was sent to the patient.